Manufacturer narrative:
Two devices were received for evaluation and an evaluation is complete. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing and clear passage testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two clearlink continu-flo solution sets would not prime with lactated ringers solution. The reporter stated that the drip chamber of the sets was filled; however, fluid would not flow past the chamber. The nurse double checked and made sure all the clamps were opened. There was no damage or kinks on either line. The set was not connected to any other sets. There was no patient involvement. No additional information is available.